Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The threads of the screw are severly damaged. But the screw is not fractured. The measurements possible are within spec.

Event description:
It was reported that a patient experienced a dental implant loss due to an abutment screw fracture.